Manufacturer narrative:
This spontaneous case describes the occurrence of menstruation irregular ("unpredictable periods /irregular period") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced menstruation irregular (seriousness criterion intervention required), arthralgia ("joint pain"), fatigue ("fatigue"), paraesthesia ("tingling"), middle insomnia ("waking in the middle of the night"), sinusitis ("sinusitis"), haemorrhoids thrombosed ("haemorrhoidal thromboses"), palpitations ("palpitations") and suicidal ideation ("suicidal ideation"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, fatigue, paraesthesia, middle insomnia, sinusitis, haemorrhoids thrombosed, palpitations, menstruation irregular or suicidal ideation. The reporter commented: today, the association identifies thousands of women who have developed adverse effects. And over 30,000 women have experienced explanation. Essure implants affected at least 32,000 women in france. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2024: quality safety evaluation of ptc. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of menstruation irregular ("unpredictable periods /irregular period") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced menstruation irregular (seriousness criterion intervention required), arthralgia ("joint pain"), fatigue ("fatigue"), paraesthesia ("tingling"), middle insomnia ("waking in the middle of the night"), sinusitis ("sinusitis"), haemorrhoids thrombosed ("haemorrhoidal thromboses"), palpitations ("palpitations") and suicidal ideation ("suicidal ideation"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, fatigue, paraesthesia, middle insomnia, sinusitis, haemorrhoids thrombosed, palpitations, menstruation irregular or suicidal ideation. The reporter commented: today, the association identifies thousands of women who have developed adverse effects. And over 30,000 women have experienced explanation. Essure implants affected at least 32,000 women in france. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.